Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect and an increase in baseline pain following an unrelated medical procedure. It was stated the pt had an endoscopy on (B)(6) 2011, and "they used electrocautery to do a biopsy." It was stated the device was left on during the procedure. The pt was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.